Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer passed away during the night on (B)(6) 2023. Reportedly, the customer¿s blood glucose (bg) level was approximately 200 mg/dl prior to going to bed; however, after the customer was found deceased the bg level was observed to be ¿low¿ on the continuous glucose monitor. No additional information was provided. A review of pump data will be performed. A supplemental report will be submitted if additional relevant information becomes available.